Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient called regarding having problems with his right hip area, possible metallosis. Patient has seen a cardiologist possible heart issues, has localized pain in hip area. Has a pseudotumor removal (B)(6) 2010.